Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty circulation pump. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had arctic sun device and it was failed to calibrate for an error 3(water reservoir low). The expected value was 2300ml and actual value are 2144ml. The device had 2127 system hours and it was due for the 2000 hours preventive maintenance. The device would be coming for service per follow up information received via email on 09aug2023, it was reported that the device was shipped last week for repair and 2k hour pm. The facility has received a loaner. No additional information or sample is available at this time.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty circulation pump. The device was evaluated and the reported issue was confirmed due to circulation pump issues. Serviced the circulation pump. The device went through the pm program. Serviced the mixing pump. Replaced the heater, replaced both manifold o-rings on the manifold. Device was put through a functional check and pre-cal after the repair. The device was placed on a ctu calibration and test system. An electrical safety test was performed. A final inspection was performed. The arctic sun stat passed all performance testing, and electrical safety tests and is functioning properly and ready for use. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had arctic sun device and it was failed to calibrate for an error 3(water reservoir low). The expected value was 2300ml and actual value are 2144ml. The device had 2127 system hours and it was due for the 2000 hours preventive maintenance. The device would be coming for service. Per follow up information received via email on 09aug2023, it was reported that the device was shipped last week for repair and 2k hour pm. The facility has received a loaner. No additional information or sample is available at this time. An additional follow up is not required.